Event description:
The customer reported to physio-control that their device was smoking during a patient incident. After evaluation, it was determined that the device had logged an event code and was unable to deliver defibrillation therapy. The patient did not suffer any adverse effects due to the reported failure

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio initially replaced the therapy pcb assembly but then the device logged several new event codes and would continuously reset itself when being powered on. Physio then replaced the system controller and user interface pcb assemblies. Proper device operation was observed through functional and performance testing and device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed assemblies and observed extensive electrical damage to multiple components on the therapy pcb assembly due to excessive current.circuit anaylsis determined the cause of the excessive current was due to a diode, designator cr44, on the therapy pcb assembly.